Event description:
The customer stated, he was hospitalized for low blood glucose and the reading was 25 mg/dl. The customer stated, he had three seizures prior to being hospitalized. The customer declined any troubleshooting at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.